Manufacturer narrative:
The customer returned their strips for testing. The strips were tested against the masterlot on retention meters. Donor 1 inr: 2.9 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 47%. Donor 2 hct: 41%. Testing results: donor #1: retention meter and master lot strips: 2.9 inr. Retention meter and customer strips: 3.1 inr. Donor #2: retention meter and master lot strips: 2.2 inr. Retention meter and customer strips: 2.3 inr.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned test strips were measured with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The maximum difference between measurements with the same blood sample was 7%. Returned customer material and retention material comply with specification. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The first result was 1.6 inr and the repeat result 10 minutes later was 5.6 inr. The patient was tested in a laboratory with an unknown method and the result was 3.1 inr. There was no allegation of an adverse event.